Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery.

Event description:
It was reported the patient's blood glucose rose to 17.8 mmol/l (320.4 mg/dl). The pod was worn for between 36 and 48 hours. As treatment, a new pod was applied.